Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient stated that she had taken a walk at 2:00 pm and arrived back home at 3:25 pm. The receiver then displayed a message that the sensor failed and to change the sensor even though the sensor had been inserted only 3 days prior. During the call with dexcom technical support, the patient developed increased difficulty thinking clearly and answering questions, was responding very slowly, and sounded confused. The technical support (ts) representative repeatedly requested she check her blood glucose with finger stick during the call, but she appeared to have difficulty following any instruction and was not able to check her glucose level. The ts representative contacted emergency medical services (ems) who arrived at the patient's home and indicated that her blood sugar was 39 mg/dl. They treated her with glucose gel and indicated that they would remain with her until she was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.